Event description:
The femoral component was revised due to chronic dislocation. The acetabular component was also revised at this time.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with discoloration due to acetabular component positioning.